Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient "had necrosis in the chin produced by a vascular obstruction" treated ago in the chin with 1ml juvéderm® volux¿. Treatment included total corrector, enoxaparin sc, zinnat, daflon, sildenafil and nitro patches, as well as referring the patient to a hyperbaric chamber and consultation with a surgeon. Patient showed improvement the day after the treatment was applied and her progress was monitored.